Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Insulin pump was missing battery cap o-ring, slightly stripped battery cap coin slot and broken reservoir tube lip noted. Insulin pump had a cracked lcd window, cracked case at lcd window corners, scratches on reservoir tube window, cracked battery tube threads belt clip slot.

Event description:
Customer called to report that the o-ring in the reservoir compartment is broken or cracked. It was reported that customer was hospitalized and placed in the intensive care unit for high blood glucose levels of 500 mg/dl. Customer's current blood glucose reading was 118 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.